Event description:
A hospital in another country, reported to our distributor that an air leakage was observed in rt106 adult breathing circuit while setting up to the ventilator. Air leakage was detected between the water trap cap and the cup. This was found prior to use. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in another country. The product is also sold in the USA. The breathing circuit was tested using a pressure tester. It was also immersed in water to determine the source of the leak. Results: a leak was detected at the water trap connections. Conclusion: the water trap was not sealing correctly causing a gas leak to occur. Every breathing circuit is pressure tested for leaks during production and those that fail are rejected. The malfunction developed after this time. We have received other complaints of leaking circuits with an occurrence rate of approximately 0.0025% worldwide for the last year.